Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the membrane port. This was observed during filling in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 06, 2021 ¿ april 07, 2021. H10: one (1) actual and five (5) companion samples were received for evaluation. Visual inspection of all samples was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed in all samples which revealed a leak between the spike port tube and the spike port bonding area in the actual sample and two (2) of the companion samples. The reported condition was verified in the actual sample and 2 of the companion samples; however, not verified in the remaining three (3) companion samples. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.